Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the flange was coming away from the hub. There was no patient injury, and the trach was changed.

Manufacturer narrative:
H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
One used sample was received for evaluation. Visual inspection noted a tear at the base of the flange. The deformation of the area was uneven. Additionally noted the white base of the obturator was broken. The deformation of the break was consistent with cold form damage. The root cause was unable to be established. A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture.